Event description:
As reported, after pressing the plug deployment button of a of a 5f exoseal vascular closure device (vcd), it failed to achieve hemostasis. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a carotid stenosis surgery. The use is experienced in the device. An unknown cordis short sheath was used with a retrograde left femoral approach. The user followed the 40° slow withdrawal technique. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, b7, d10, g3, g6, h1, h2, h3 and h6. As reported, after pressing the plug deployment button of a of a 5f exoseal vascular closure device (vcd), it failed to achieve hemostasis. Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a carotid stenosis surgery. The use is experienced in the device. An unknown cordis short sheath was used with a retrograde left femoral approach. The user followed the 40° slow withdrawal technique. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black. The device will be returned for analysis. A non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, while the guard was locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A cordis 5f rainsheath catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white and red position. During this visual analysis, no additional anomalies were observed to be reported. The functional evaluation could not be performed, as the unit was received completely deployed. A high magnification evaluation was executed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿plug inability to achieve hemostasis¿ was not observed through analysis of the returned device due to the nature of the complaint. The device was received fully deployed, as this was an issue with achieving hemostasis. Patient related events cannot be duplicated in the lab and can only be observed with procedural films, if no malfunction of the device is noted. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The exoseal instructions for use (IFU) provide information in which users are instructed that if hemostasis has not occurred, to continue applying light manual pressure to achieve hemostasis. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after pressing the plug deployment button of a of a 5f exoseal vascular closure device (vcd), it failed to achieve hemostasis . Manual compression was applied and the procedure completed. There was no reported patient injury. The device was used in a carotid stenosis surgery. The use is experienced in the device. An unknown cordis short sheath was used with a retrograde left femoral approach. The user followed the 40° slow withdrawal technique. After the bleed-back stopped, a further 1 cm withdrawal was made and the indicator window turned black-black. The device will be returned for analysis.